Event description:
Same case as #6000089-2005-00984, #6000089-2005-00985. It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi), stent thrombosis, and a target vessel reintervention. Lesion 1 was a 3.5mm, 75% stenosed, bifurcated lesion in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.50 x 20 drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 75% stenosed 1st diagonal (1st diagonal). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50 x 12mm drug eluting stent in the target lesion. Lesion 3 was a 2.75mm, 75% stenosed 1 st right posterior lateral (1st rpl). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75 x 16mm drug eluting stent in the target lesion. Less than 24 hours after the procedure, the pt experienced a stent thrombosis (st), non q-wave mi, as evidenced by elevated cardiac enzymes, and target vessel reintervention (tvr). Of the 1st diag, prox lad, and 1st rpl. The physician treated the tvr and st with angioplasty to the 1st diag, prox lad, and 1st rpl. In the opinion of the physician the relationship of the st, mi and tvr to the taxus stent is probable and there was no restenosis of the taxus stent.

Event description:
It was further reported that target lesion 1 was 12mm long and was treated with stent placement using a crushed stent technique with recrossing of the 1st diagonal, target lesion 2, and kissing balloon inflation's. There was 0% residual stenosis. Target lesion 2 was 12mm long and after stent placement had reduced stenosis to 0%. Target lesion 3 was 12mm long and after stent placement had reduced stenosis to 0%. One day post index procedure, the pt developed severe chest discomfort followed by severe hypotension and bradycardia. Pt was in cardiogenic shock and was brought back to the cardiac catheterization laboratory. Angiography revealed, 100% occlusion of the proximal to mid lad noted to be consistent with stent thrombosis. Occluded rpl noted to be consistent with stent thrombosis. In the opinion of the physician the relationship of the stent thrombosis to the taxus stent is probable. The pt underwent emergent revascularization of the lad, 1st prl and 1st diagonal. The pt underwent angioplasty of the proximal lad which resulted in establishment of timi 2-3 flow and no evidence of a large thrombus burden. After obtaining flow in the lad, access was obtained in the right femoral artery and an intraaortic balloon pump was placed. Acess was obtained in the right femoral vein with placement of a transvenous pacemaker followed by angiojet therapy of the lad. The pt developed ventricular fibrillation during both runs of the angiojet to convert to normal sinus rhythm. The pt converted spontaneously after the second run of the angiojet. The pt underwent thrombectomy using an export catheter and angioplasty involving kissing balloon inflation's of hte 1st diagonal nad the lad with minimal residual thrombus in the diagonal branch. Timi iii flow was restored. The pt underwent angioplasty of the rpl with resolution of the thrombus within the stented region. A wire was reintroduced into one of the small distal branches distal to the stent which improved the timi flow within this region. Left ventriculography revealed mild anterior lateral and apical hypokinesis and a 45% ejection fraction. There was no significant mitral regurgitation noted. Pt is to obtain hematology consultation to access hyper coagulable state. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable. The pt had elevated cardiac enzymes on 1 day procedure which met guideline definition of myocardial infarction. An echo doppler study revealed an ejection fraction of 40%. Eleven days post procedure, the pt was found to have a left common femoral artery pseudo aneurysm, which was treated with thrombin injection. Per discharge summary, "pt has a clearly evident, but unidentified hyper coagulable state as per the evaluation of hematology."the pt was discharged 16 days post procedure on aspirin, plavix and coumadin therapy. In the opinion of the physician the relationship of the mi to the taxus stent is probable.